Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately early of (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), and batch: (B)(6). Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), and batch: (B)(6).

Event description:
It was reported that the patients stimulation was not adequate. The patient underwent an explant procedure where all device was removed. The explanted device will not be returned.